Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2016 with blood glucose of over 400 mg/dl. The customer was treated by IV injection. The insulin pump will not be returned for analysis.